Manufacturer narrative:
N/a.

Event description:
The following has been reported: faulty keyboard and the device wouldn't even turn on. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.